Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was putting dinner in the microwave when there was a surge and he received an electrical shock. The user was wearing samba 2 audio processor at the time of the event and does not seem to be hearing as well.

Manufacturer narrative:
According to the information received from the field the recipient experienced a decrease in hearing performance after an electrical shock. Performed troubleshooting confirmed that the implant and the external device work as specified. Reportedly changes in vibrogram thresholds were noticed. The recipient was re-fitted and the hearing performance with the device improved. The device remains implanted and in use. This is a final report.

Event description:
The user was putting dinner in the microwave when there was a surge and he received an electrical shock. The user was wearing samba 2 audio processor at the time of the event and does not seem to be hearing as well. Additional fitting was done and the user reported the sound is similar to what it was before the incident occurred. The device stays implanted and the user will be monitored by the clinic.